Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the rep met the patient on the day of the report with a nurse practitioner (np). The patient stated they received shocking and stimulation when entering stores. They also had shocking when their friend had their arm around their back and had their phone over the implanted neurostimulator (ins). The np changed the patient from program 3 to program 2 to see if it would stop the issue. They informed the patient to turn it off if it happened again. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare provider reported they had reprogrammed the patient and told them if reprogramming didn't work to turn of the device when going into and out of stores. Patient reported that going to stores with security screeners was painful.